Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d4 ICD, implanted 2014-(B)(6); 6935 lead, implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that shortly after implant, the patient developed diaphragmatic stimulation. The left ventricular lead was reprogrammed off at that time. The lead was subsequently capped and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.